Manufacturer narrative:
The reporter's meter was returned for investigation. The display functionality was checked and the display has numerous rows of black pixels. The meter was opened and investigated. The seating of the flex cables was checked and the cables were seated correctly. The returned display assembly was removed and replaced with a retention display assembly. Meter performs as expected with an exchanged display. The returned display assembly is found to be defective. The cause has been determined to be a manufacturing issue.

Manufacturer narrative:
This event occurred in (B)(6). The meter was requested for investigation.

Event description:
The initial reporter complained of a display issue with accu-chek inform ii meter serial number (B)(4). The customer stated there was a black spot on the display screen making it difficult to read the results.